Event description:
A ventilator was returned to the manufacturer for preventive maintenance. There was no harm or injury reported. During the evaluation, the device failed test steps during testing. The device's sensor board was replaced to address the issues. Additionally, the device's base enclosure was replaced due to the screw fastening count being too high. This issue would not affect the device's ability to deliver therapy as designed.